Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) /2025, it was reported that the patient experienced a cgm accuracy issue. At around 430pm, the patient had a headache and her dexcom device was ¿ringing¿, but she did not check it due to her headache. The patient was wearing a medtronic (non-integrated) insulin pump. The patient got up and ate some corn beef. Her headache still did not resolve. The patient called her friend to take her to the emergency room (ER). At the ER, the patient was unable to speak and the doctor thought she may have had a stroke, which was eventually ruled out. The patient¿s cgm was reading high mg/dl, and the bg meter was reading 160 mg/dl. The patient was treated with an unspecified medication for her bg level (the patient can not recall the details). The patient was discharged home from the hospital the following day (more than 24 hours). The patient was at home and ¿felt better¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.